Event description:
It was reported that the device is not holding the charge. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed to run on battery power and ac power, establishing a relationship between the device and the reported event. The root cause was identified as a depleted battery . A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.